Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4). Defective device was removed and replaced with (B)(4) defective markings/labeling problem.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the customer was going to use the 2.25x15 mm trek rx dilatation catheter, but when the box was opened, the pouch was labeled a 2.5x15 mm trek; therefore, the customer did not use this device on the patient. The device box was reportedly sealed before it was opened. There was no evidence of tampering with the seal before they opened it. The device pouch inside the box was also sealed. As it was the only 2.25 trek in their stock, a non-abbott 2.25 mm dilatation catheter was used to complete the procedure. No additional information was provided.